Event description:
It was reported that the device was overheating. The service report confirmed that the temperatures rose to well above 118 degrees in the first minute. There was no patient impact reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined first minute temperatures were: nose-140, middle-135, rear-98. Motor/cable bearings and other parts were replaced due to corrosion. Handpiece was repaired tested and passed to manufacturing specifications. Method: test for high temperature conditions.